Manufacturer narrative:
Return requested. Replacement system control board shipped to site (B)(6) 2016. System control board was returned, to manufacturer, unused on 07/19/2016. Return requested. Replacement motion control box shipped to site (B)(4) 2016. Suspect motion control box returned to manufacturer for analysis and is under motion control box analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Motion would not initialize on pendant. Logs display repeating positioner messages indicating "motion controller configure". The medtronic representative replaced positioner controller. Re-loaded firmware and homed system. System check-out performed. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, their imaging system motion would not initialize. The bar loads all the way, however, remains at initializing please wait. In trouble-shooting, the imaging system was re-booted multiple times. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect motion control box confirmed the reported event. The suspect motion control box was installed in the test imaging system and noted motion wouldn't initialize. Used firmware installer and the firmware load was successful. The system operated as expected for 3 days, then, motion would not initialize. Intermittent firmware loss. The reported issue was confirmed to be caused by an electrical failure mode due to the loss of firmware.